Event description:
It was reported that the patient had an accident which resulted in severe thoracic contusion. It was noted that the patient showed a decrease in p-wave amplitude and had exit block which was initially attributed to the lead so the device was reprogramming until the revision procedure could occur. During the revision procedure, the right atrial lead was found to be functioning fine so the physician explanted and replaced the device. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.